Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6). Device evaluation: device evaluation in progress.

Event description:
It was reported that a leak was detected in the cuff component of the portex endotracheal tube. The product problem was observed during patient use. The issue persisted even after the cuff was filled with air. No patient injury or complications resulted from the incident.